Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter with no continuous glucose monitor (cgm) sensor readings. During that time period, as the control iq was not active, the pump reverted to the setting programmed for that segment of time and a basal rate of 0.8 units was delivered until connection was regained. The customer's blood glucose level was recorded as low. Customer's partner assisted customer by administering glucagon. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Correction: section d - serial number; h6.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.